Event description:
It was reported that the customer has been running high and she was not sure why. The mother has been working with his regular doctor and making adjustments to the insulin pump. The caller stated that his site was infected and the customer went to the urgent care. The site was red and puss was coming out. The mother also mentioned that the infusion set was kinked a few times. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.